Event description:
The caller reported that their pump battery was not charging, despite using a tandem charging cable and different wall adapters. There was no reported adverse impact to the customer's blood glucose level. The issue was resolved by plugging the charging cable into a wall adapter, with the pump beginning to charge, requiring no further assistance. The caller had a different charging cable available, and the pump reset helped the battery indicator jump up to 100%. There was no additional information provided by the customer.